Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said for about the past "probably 4 months" the patient's device/interstim is not working anymore. Caller said the patient has been urinating all over herself and her apartment. Caller said the patient can't control her urine. Caller said the patient has fallen trying to get to the bathroom. Caller said the patient said they have "done everything she was taught to do". Caller said the patient said something about needing new batteries. Caller said the patient has a primary care doctor but the primary care doctor told the patient she needs to see a specialist. Hcp listings was sent to patient. There were no further symptoms or complications reported or anticipated.